Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.

Event description:
It was reported that the device had a white screen with vertical lines which is indicative a lock-up failure. The issue happened two more times while in biomedical technician's possession. There was no report of pt use associated with the event.